Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative (rep) regarding an implantable neurostimulator (ins). A patient rep reported that a patient's implant charge was decreasing fast. The caller mentioned that the patient would go to bed with 100% charge, and in the morning they would wake up at 50% charge. The caller added that the patient had to charge their implant twice a day. The caller noted that this morning the patient's implant was at 50% charge, and the day before yesterday they were at 30% charge when they woke up. The agent advised the caller to continue charging the implant and speak with the manufacturer rep and doctor about the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the cause of the implant depleting quicker and recharging more often was that the implant was wearing out. The issue was resolved.